Event description:
It was reported that bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar had an occurrence of 24 sleeves of contaminated plates. No patient impact was reported. The following information was provided by the initial reporter: customer reports many contaminated plates - lot #2228604.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2228604 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 2228604 for contamination. Retention samples from batch 2228604 were not available for inspection. Ten plates from batch 2228604 were returned as one unopened sleeve in two zip lock bag layers in a box with bubble wrap. Plates were inspected and 5/10 plates had surface bacterial growth on both media. One plate was submitted to the ID lab and pseudomonas fluorescens was identified. Three photos also were received for investigation. One photo shows the bottom of a plate from batch 2228604 (time stamp 0527) with growth in both media. Another photo features a sleeve label from batch 2228604. The last photo shows a sleeve from batch 2228604 with one plate that appears to have growth in the tsa with 5% sheep blood agar medium. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar had an occurrence of 24 sleeves of contaminated plates. No patient impact was reported. The following information was provided by the initial reporter: customer reports many contaminated plates - lot #2228604.